Event description:
It was reported that the user experienced elevated blood glucose readings with rapid fluctuations while using the ilet system with a dexcom g7 continuous glucose monitor (cgm) sensor, including device readings peaking at 299 mg/dl with confirmatory fingerstick; the user performed a full supply change after which glucose trended down. Symptoms included hyperglycemia with no associated clinical symptoms. Outcomes included no health consequences or impact. User support included troubleshooting and education with follow-up, verification of stable sensor performance after the supply change, and shipment of replacement supplies. Investigation of this case revealed no confirmed device component failure or identifiable product issue, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.